Manufacturer narrative:
This is pending repair details and event date. The customer was contacted and no response received.

Event description:
The customer reported that the cart is tipping on one side. The customer reported the device was not in use on patient.

Manufacturer narrative:
Replacement cart was sent to customer to address the reported problem. This customer is a part contract only; therefore, no service is involve with the repair.